Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer had failed.the customer stated that this malfunction occurred while dispensing the medication.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 13-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) confirmed customer reported issues with drawer 1.1 on the auxiliary station, including problems with pocket ejection and medication unloading. Upon arrival, fse reviewed the station¿s history and determined that replacing the controller board was necessary to resolve recurring pocket failures and reduce recovery events. Fse powered down the station, replaced the controller board located at the back of drawer 1.1, and reset all internal connections. All trash and debris were cleared from the drawer to prevent contact issues. After powering the station back on, fse accessed the windows desktop and launched the hardware testing application. All pockets within drawer 1.1 were tested and performed without malfunctions or delays, successfully passing all tests. The system functioned as intended after the field service engineer repaired the device.